Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged hw: usb port - not charging issue was verified, but the hw: usb cable-not charging issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally, the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no reported adverse effect to the customer's blood glucose level. A new charging cable was sent to the customer and customer continued to use pump for insulin therapy.